Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was a crack in case of the insulin pump and the ring on the reservoir compartment is broken. The insulin pump was not bumped or dropped. There was no car accident. The customer doesn't know how it happened. The insulin pump is returning. The customer's blood sugar is 118 mg/dl.

Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window.